Event description:
Diametrics medical received a telephone call from a USA-based company representative who had become aware of an incident at a hospital. It was reported that a sensor of unknown batch number had "blood leaking around the y-piece". No further details have yet been received.